Event description:
It was reported that the nurse had difficulty withdrawing from the catheter access port (cap) and was only able to withdraw a small amount of fluid. The pt did not have any symptoms. Later the hcp determined that the nurse was not in the cap and had withdrawn bodily fluids from the pump pocket. The pt was then experiencing poor pain control. A catheter dye study was performed which revealed that the pt's catheter appeared to be kinked. The pt was scheduled for catheter revision and put on oral medications. The pt outcome was not reported. The pt's pump contained morphine. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.